Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: patient received a right attune total knee to treat oa. The patella wasn¿t resurfaced and cement mfg is depuy. The procedure was completed without complications. (B)(6) 2020: patient underwent a right knee revision due to pain with ambulation. There were no clinical signs of infection. The tibial tray was noted to be grossly loose at the cement to implant interface. Lateral tibial subsidence was also noted. There were no alleged product deficiencies with the femoral component or tibial insert. Competitor products were placed at revision. Doi: (B)(6) 2019. Dor: (B)(6) 2020. Right knee.